Event description:
It was reported that the pacemaker was explanted due to loss of capture (ineffective pacing). The pacemaker was explanted and replaced. The leads revealed good parameters and were reconnected.

Manufacturer narrative:
Upon receipt, the device was interrogated and the memory content was analyzed, revealing a ventricular lead failure detected on january 25, 2025 as well as an elevated unipolar and bipolar impedance, confirming the clinical observation. The pacemaker was subjected to a visual inspection. In particular the header of the device was analyzed. The inspection revealed a missing weld connection at the feedthrough, which led to clinical observation. The weld connection was unintentionally missed during manufacturing and not detected during the subsequent visual inspection. Because a temporary electrical contact was still present during the final test, the device passed the final inspection. This resulted from an individual employee error. As a result of this event, processes have been reviewed, and relevant staff has been retrained.